Event description:
It was reported that the right ventricular lead had high impedance, oversensing and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: icf09b52 lead, implanted (B)(6) 2006; 4194 lead, implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there was noise on the right ventricular lead.